Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2017 at 7:00 am. The patient informed the csr that he manages her diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management routine when he was unable to test with the subject meter due to the error message appearing. The patient denied developing any symptoms as a result of the alleged issue however reported treating himself with 15 units of humalog insulin on (B)(6) 2017 at 7:15 am due to the alleged issue. The patient denied that his blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr walked the patient through a retest and the alleged issue remained unresolved. The products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.